Event description:
The lens cracked as it was implanted into the patient's eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00103 for the delivery device used with this intraocular lens.